Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for high rate non-sustained episodes and undefined high pacing impedance. Additionally, the lead displayed noise and a fracture was suspected. The lead was programmed off. Approximately three weeks later, during lead removal, there was difficulty removing the rv lead due to potential adherence to the right atrial (ra) lead. It was reported that one of the leads did not retract with screws and the lead tip came off during use of a mechanical sheath without extracting the screw. At that time, the patient experienced hypotension and cardiac tamponade and required drainage. The leads required removal via thoracotomy and the patient was transferred to the intensive care unit (ICU) following surgery. No further patient complications have been reported as a result of this event.